Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed. The (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the venflon I 20ga 1.0 mm x 32mm there was breakage the needle was damaged. The following information was provided by the initial reporter: there are breakage in venflon 18no. Minor cut in needle.